Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2013-13149. It was reported, the patient was treated at the emergency room with IV antibiotics for an infection at her ipg and lead incision sites. It was also reported, the patient's scs system was explanted due to the infection.